Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with duplicate images on the main display was confirmed during product evaluation. This condition was caused by a defective main liquid crystal display (lcd). The main lcd display was replaced to correct this condition.

Event description:
A customer reported to baxter (B)(4), a colleague infusion pump with duplicate images on the main display. This condition had the potential to interrupt delivery. The alleged malfunction occurred before use. There was no patient involvement. Therefore, there are no reports of patient injury, medical intervention, or adverse events. No additional information is available. This is involving a pump with software version 6.13.92 which is categorized as a colleague p1.5.